Event description:
The drain came apart when dr was removing it. Dr had to quickly grab the end that was still in the pt to keep it from going back into the wound. Drain was then removed without any further complications being reported.